Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they did end up taking her to the hospital and monitoring her and she got all the way up to 600 mg/dl. Customer's blood glucose value was 50 mg/dl-79 mg/dl at the time of incident and current blood glucose was 112 mg/dl,79 mg/dl, 90 mg/dl, 96mg/dl,115mg/dl. The customer was assisted with troubleshooting and declined for high and low blood glucose. The customer was treated low with juice, sugar water and cherry pie filling and high with emergency medical technician. Customer will not be returned device for analysis.